Manufacturer narrative:
Follow-up # 2. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed. However, a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user patient contacted lifescan (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning of the same day that they contacted lifescan. The patient reported obtaining a blood glucose reading of 212mg/dl on the subject meter and alleged that this reading was inaccurately high compared to their feelings and/or normal results. The patient reported injecting 28 units of insulin in response to the alleged inaccurate reading. The patient reported that later that day they developed symptoms of "sweating and dizziness". The patient reported obtaining a blood glucose reading of "165mg/dl" on the subject meter and "62mg/dl" on a neighbour"s meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient denied receiving any treatment for the reported symptoms. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged inaccuracy began.